Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c31030, h11e19022 h11f22040 and h11h18044. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day for that event. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient had recovered from the event. Dianeal therapy was ongoing. An opinion of causality was not provided; however, the reporter believed the peritonitis might have been due to an open vent in the bathroom.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.